Event description:
Epidural was placed and catheter would not flush. Catheter was removed from the patient and tested; still unable to flush catheter. Patient had a second epidural placement that was flushed and properly working.